Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance. No programming changes were made. The patient was stable and will continue to be monitored.

Event description:
New information received notes that the right ventricular lead exhibited a recurrence of high pacing impedance. No intervention was performed. The patient was stable.

Event description:
New information received indicates the patient's right ventricular lead exhibited a newly noted complaint of high defibrillation impedance. No intervention was performed. The patient was stable.